Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and it the ipg. The patient stated since the fall, she has been receiving erratic stimulation and that the unit has been turning on and off by itself. In turn, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-06138. Follow-up information revealed due to the fall, the physician was unable to determine whether the issues are at the ipg and/or lead sites. Subsequently, the entire scs system was explanted and replaced. Effective therapy was restored following the procedure and the issues are resolved. Please note: the lead has been added to the report as a new device (device 2).